Event description:
The IV tubing has a piece on the end that connects to the patient that goes over the luerlock needless access port on an IV. This piece was broken and not able to go down over the device and thus does not make a full secure connection.